Event description:
A healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient had blurry vision and decentration of intraocular lens. The iol was exchanged for company lens model 1 month and 19 days after the initial implant procedure. The patient had to take acetazolamide, ddm 5 at prednisolone acetate ophthalmic suspension, no hospitalization was necessary due to the event. There are two medical device reports associated with this patient. This report is associated with the right eye. Additional information has been requested.

Manufacturer narrative:
The lens was returned in a self-sealing blue non-company pouch placed inside a plastic bag. Viscoelastic was observed dried on the lens. The lens was cleaned with klrp for further evaluation. The optic anterior surface has a line of cracks and split optic material damage beginning near the edge through the center of optic. The posterior optic surface has a line of cracked damage in the central optic zone. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified cartridge, a company injector and a non-qualified viscoelastic were indicated. The root cause cannot be determined for the reported complaint. Each lens was subjected to a 100percentage assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens could not be re evaluated due to the optic damage. The company model (1.00 cylinder) 27.5 diopter (1.5 extended depth of focus) lens was removed and replaced with another company model (1.00 cylinder) 27.5 diopter lens. Information was provided that after the lens exchange, the patient symptoms have resolved. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.